Event description:
It was reported that a patient underwent a skin laceration surgery on (B)(6) 2022 and suture was used. Post-op, the patient experienced inflammation and wound secretion. On the first day after surgery, the patient showed redness at the suture hole, squeezing and fluid leakage; the patient felt pain in the wound and could bear it. It is considered as suture reaction. In treatment, piperacillin sodium for injection was used to strengthen anti infection, change the dressing every day, and symptomatic treatment. The suture was removed 12 days after surgery. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe the patient manifestations of the reported reaction (location, severity, appearance, systemic or local reaction). Please describe any medical intervention required to treat the patient condition including medication name and results. Was the suture removal on post-op day 12 performed as a routine post-op procedure? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Are there any photos available? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Please provide a valid lot number? If applicable, will product be returned? If so, please provide the return date and tracking information.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/28/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 component code: g07002 device not returned. Additional information was requested and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure: unk; the diagnosis and indication for the index surgical procedure? -see the event details. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Open. On what tissue was the suture used? Unk. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Unk; how was the suture placed (interrupted or continuous)? Unk; how was the suture originally tied (multiple knots, square knot, etc.)? Unk; please describe the patient manifestations of the reported reaction (location, severity, appearance, systemic or local reaction).local reaction. Please describe any medical intervention required to treat the patient condition including medication name and results. See the event details. Was the suture removal on post-op day 12 performed as a routine post-op procedure? Unk. Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Unk. Does the patient have a known allergic history to any medical devices, food and/or medication? Unk. Was allergy testing performed? If so, please describe with results. -unk are there any photos available? No. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Unk. Other relevant patient history/concomitant medications? Unk. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Unk. What is the patient's current status? Unk. Please provide a valid lot number? Unk. If applicable, will product be returned? If so, please provide the return date and tracking information. No.